Event description:
It was reported by customer that the rubber boot that covers the shoulder bolt where the mast and the boom meet is impossible to remove to due to a monthly inspection of the unit. Believes to be a design problem. He has had the locknut break and causing the boom to fall while a patient was in the unit. No injuries reported. This is a facility use lift. It was donated by a patient 6 months ago. The patient live in the facility for 3 years prior to that and this was that patients lift. It was inspected monthly by the facility as well.